Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in-clinic with a pocket infection. The system was explanted.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.